Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high impedance issue was detected on electrode 15, with an impedance value of 40,000. The issue was identified after connecting to the patient's implantable pulse generator (ipg) and conducting an impedance check. The patient's current programming does not utilize electrode 15, and therefore, no lead revision surgery is necessary at this time. The issue is ongoing, and no troubleshooting steps have been performed. No adverse outcomes or patient injuries have been reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.